Manufacturer narrative:
Due to ivus disposal, lot number, expiration and manufacturer date cannot be determined.

Event description:
An intravascular ultrasound (ivus) imaging catheter was used to image a predilated vasculature (location not reported) during a coronary angioplastic procedure. It was reported that no resistance was encountered during the insertion of the ivus catheter into guidecatheter and/or in tracking through the vasculature. The ivus catheter performed well during first imaging run. Upon attempting to backload imaging catheter onto guidewire to perform a second run with the ivus catheter, physician observed a break near the distal section of the transducer. No tip retrieval technique was performed as catheter break was observed prior to second imaging; outside the pt's body. The pt was reported to be doing "well".